Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the cannula was clogged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: no draw in tube. It is possible for slbcs to clog.

Manufacturer narrative:
The following fields have been updated. D10: device available for evaluation? Yes. D10: returned to manufacturer on 22-aug-2023. H.6. Investigation summary: material #: 368653, lot/batch #: 2165525. Bd received 2 used samples for investigation. The samples were evaluated by visual examination and the tubing of the samples were found to be damaged / stuck together. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tubing. Bd determined that the root cause of the indicated failure mode was attributed to a leak in the tubing welding agent supply line. The welding agent contacted the tubing and caused it to stick to itself. The leaking supply line has since been replaced. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the cannula was clogged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: no draw in tube. It is possible for slbcs to clog.